Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate, insulin drips were not observed to be exiting the tubing during the load fill process. Customer loaded a new cartridge to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.